Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hals hysterectomy- "procedural footage for a hals hysterectomy using gelport and alexis ces was sent in for clinical development's use. During the footage in the segment of the video titled "extra-corporeal morcellation using alexis contained extraction system", clinical development noticed a hole in the top of the bag near the ring. The hole was small and it is notable to mention that it is on the portion of bag that is on the outside of the abdominal cavity, rather than on the inside." Patient status - unknown. Additional information received via email from applied medical team member on october 28, 2016: spoke to applied medical team member regarding incident date (9/1 - tsh with vsl) and to confirm model and patient status. Lot unknown and no way to get this information. Extensive mobilization and retraction of the uterus. Uterus was 1180 g with 13 cm fibroid. Surgeon only used 2 fingers in gelport.

Manufacturer narrative:
The event product was not returned for evaluation. The complainant provided partial video footage, and engineering confirmed damage on the top of the bag near the flexible ring. In the absence of the subject device, it is difficult to determine the root cause of the incident. No lot number was provided, but a review of the manufacturing records for the last ten (10) lot numbers purchased by the customer was conducted and all lots passed all manufacturing and quality standards. All alexis contained extraction system devices undergo 100% visual and functional inspection during the manufacturing and assembly process. Although the exact root cause of the event could not be confirmed, the root cause is likely user error. Engineering suggest that a scalpel blade damaged the bag during morcellation. The instructions for use (IFU) cautions, "the specimen containment bag is not intended to come into contact with sharp or traumatic instrumentation or cutting devices." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.